Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 5086mri52, lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that sixteen months after implant the patient developed an infection and sepsis. The implantable pulse generator (ipg) and leads were explanted and replaced four days later. No further patient complications have been reported as a result of this event.